Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196 implantable pacing lead (B)(6) 2009; 6947 implantable tachy lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported the device output was high due to high thresholds on the right and left ventricular leads. The device reached elective replacement indicator status earlier than expected. The device was removed and a new device was implanted. The leads remain in use. No patient complications have been reported as a result of this event.